Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery. The alarm was resolved by changing the infusion set and reservoir. Customer's blood glucose level was over 500 mg/dl. She was nauseous and vomiting. The customer treated her blood glucose level with injections. The customer was advised that the device would be replaced and agreed to return the product for analysis.